Event description:
It was reported by the customer that this was the first time the handpiece and bur guard had been used; the drill heated up quickly during the first use and caused a small, minor burn on the surgeon's thumb. The surgeon had redness for about a day and then nothing; no scar was present and the burn did not require any type of treatment.

Manufacturer narrative:
As of 08/21/2009, the bur guard has not been returned for eval. No conclusion can be drawn.